Event description:
Drive devilbiss healthcare was notified of a complaint regarding a pediatric posterior walker by an end user's mother, who stated that "the wheels locked in the front," causing her son to fall and the walker to fall on top of him, resulting in "a large goose egg on his forehead." The end user did not receive medical treatment and the injury resolved in 4 days. Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.